Event description:
It was reported that device diagnostics resulted in high impedance. The device was not programmed off at the time the high impedance was observed, but it was reported that the patient would be brought back in to have the device programmed off. It was later reported that the patient underwent revision surgery. No additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received clarifying that the vns patient¿s surgery involved both generator and lead replacement. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.